Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
The catheter just south of the constrained 8x30 stent was visibly kinked angiographically. The kink was confirmed on the back table. It wasn't significant, but enough that it didn't allow the physician to advance the system confidently without risking losing access in the cca. He deployed the stent smoothly through the kinked catheter on the back table and completed the procedure with a competitor's device.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event. The device was not returned for analysis. An internal lot record review was performed, and a clinical case imaging review was performed. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
The catheter just south of the constrained 8 x 30 stent was visibly kinked angiographically. The kink was confirmed on the back table. It wasn't significant, but enough that it didn't allow the physician to advance the system confidently without risking losing access in the cca. He deployed the stent smoothly through the kinked catheter on the back table and completed the procedure with a competitors device.